Event description:
It was reported that the customer's insulin pump was crumbling away at the reservoir opening. The customer's blood glucose was 115 mg/dl. The customer was unaware how the damage occurred. The customer also stated that there were a couple of scratches on the screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and cracked case at reservoir tube window corner.